Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 398 mg/dl lasting approximately two hours after running out of insulin and eating breakfast; insulin delivery was resumed after the user was guided through a full supply change. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of user-reported event details and troubleshooting support to restore insulin delivery. Investigation of this case revealed no confirmed device malfunction and that the event resolved after supplies were changed and insulin delivery resumed. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.